Manufacturer narrative:
It was determined the issue was due to inappropriate handling of the samples during transport between testing sites. General reagent and analyzer issues were ruled out as repeated comparisons with new samples had acceptable results.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable estradiol g3 elecsys results from the cobas 6000 e601 module. The samples were sent to another site for repeat testing. Patient 1 initial result was 33 pg/ml and the repeat result was 46 pg/ml. Patient 2 initial result was 28 pg/ml and the repeat result was 42 pg/ml. Patient 3 initial result was 28 pg/ml and the repeat result was 52 pg/ml. Patient 4 initial result was 29 pg/ml and the repeat result was 46 pg/ml. Patient 5 initial result was 27 pg/ml and the repeat result was 43 pg/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 53907100 with an expiration date of 30-apr-2022.